Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o ring. Unable to perform displacement test and p-cap or reservoir will not lock properly due to missing retainer. Device passed self test. Hardware low level failures error confirmed in device history with variable due to cold solder joint at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had pump error alarm on insulin pump. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.